Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture, was received on apr 20, 2021 with lot number: 2109496. Visual analysis of the returned device identified: underweight, broken shell and others, and missing shell (0-25%). A microscopic analysis was performed which identified: a sharp broken on the patch. Based on the device analysis the final assessment is: a sharp broken on the patch assessed as unidentified (tear) opening. Missing shell assessed as inconclusive." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.